Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug-eluting stent to the lad 6-7 following pre-dilatation. No abnormalities were noted during preparation of the device or inspection prior to use. Delivery of the stent was not successful and when the stent was removed, the stent strut was stretched and half of the stent was displaced on the balloon. On removal of the device, the displaced stent caught on the y-adapter resulting in it coming off the device in-vitro. An attempt was made to deliver a competitor stent, but this was also unsuccessful. The lesion was then pre-dilatated with a 3.5mm diameter x 12mm length balloon and three stents were deployed to lad 6-7. Also, s-stent was deployed at the left main. Ballooning and stenting activities showed that the target lesions were resistant to balloon and stent inflation due to their severely diseased state. The procedure was completed following repeated post-dilatations and diagnosis with ivus. No health hazard was caused to the patient and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Product evaluation: the stent was returned. The mid stent segments were severely elongated and there were no weld or stent strut material breakages or detachments. Results: (severe calcification of lesion), (stent damage and failure to deliver the stent), (interaction with the y-adaptor), (force used). Conclusions: (severe calcification of lesion), (use of force).